Event description:
It was reported: "suppose surgery was completed with "turp".

Event description:
It was reported that during a prostate procedure there was a decrease in fiber vaporization efficiency. The case was completed with an alternate procedure, procedure unknown. There were "no further complications" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows minimum signs of wear; the glass cap exhibits very mild devitrification at the output window; the metal cap appears intact the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.